Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in k-wire and forceps elevator. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was [02/17/2025].

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in k-wire and forceps elevator. There was no patient involvement.